Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged due to suspected thrombus. Pump was returned for evaluation. No further information was provided.

Manufacturer narrative:
Section d7, h4: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) as returned assembled with the driveline (dl) severed approximately 7.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 30.5¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief have been cut. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of b)(6). Examination of the blood-contacting surfaces revealed smooth, tissue-like depositions extending through the inlet elbow and inlet stator. The lack of denaturation and laminated layering indicated that these depositions developed acutely and were not present for an extended period of time while (B)(6). Was supporting the patient. Although a specific cause for the observed depositions could not be conclusively determined, they appeared to have formed as a result of poor surface washing due to a low flow condition. A specific cause for a period of low flow could not be conclusively determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.